Manufacturer narrative:
Add'l lot# a4ar26.

Event description:
During a laparoscopic gastric bypass procedure, the device cut, but did not staple on the first firing. Another like device was used and on the 2nd firing, it produced a very jagged cut line. The surgeon had to resect the bad section of bowel, which took an add'l 45 minutes to repair.